Event description:
It was reported that the catheter failed to treat the target lesion, and an additional catheter had to be used. An ekos endovascular device, 135x50cm was selected for use in an occluded leg graft. The catheter was left in the patient for 24 hours at 0.5 mg of tissue plasminogen activator (tpa). After 24 hours of the catheter running within the recommended flow rate, there was no observed reduction in the occlusion. The patient was returned to the catheterization lab and the ekos catheter was replaced. The original catheter was disposed. After an additional 24 hours of treatment, the graft was completely open. The procedure was completed. There were no additional adverse consequences to the patient reported.